Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Right common iliac artery was selected as the access site and the patient has a severely calcified anatomy, so it was decided to undergo a shockwave and used a 6.0 balloon. 14 fr introducer sheath (is) was able to be advanced; is was removed. During the procedure, ds was attempted to be inserted but unable to be advance beyond the common iliac vessel. 18 fr dilator was used; ds was unable to be advanced and switched to 20 fr is and able to be advanced. The valve was able to be implanted; at the end of procedure, dissections were noted on the primary access site and managed with stent balloons. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.